Event description:
It was reported that the unit displayed the message: 'postos: sfm data integrity failed, launching upgrade,' and did not complete the power-on self-test (post) during pre-operative preparation for use. Additionally, there was no audible alarm when the malfunction occurred. There was no patient involvement.

Manufacturer narrative:
Correction: b5 (event description). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit displayed the message: 'postos: sfm data integrity failed, launching upgrade,' and did not complete the power-on self-test (post) during pre-operative preparation for use. Additionally, the unit did not alarm when the malfunction occurred. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no visible damage. The unit was then powered on where it displayed an error: postos: current md5 checksum mismatches; postos: file - \mounted volume\institutionaldefault\institutionaldefault; and postos: sfm data integrity failed, launching upgrade. The menu was accessed to check alarm volume where the alarms sounded as expected. A filterline was connected and an src-max was connected in which the unit alarmed when expected. The issue was resolved by updating the software. It was reported that the unit displayed the message: 'postos: sfm data integrity failed, launching upgrade,' and did not complete the power-on self-test (post). The reported issue was confirmed. The most likely cause was determined to be software issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.